Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the #2 electrode on the lead was fractured. About (B)(6) later, the #0, #2, and #3 were fractured. About (B)(6) after that, all electrodes were fractured. The pt was reimplanted on (B)(6) 2010. Additional info has been requested, a f/u report will be sent if additional info becomes available.